Event description:
The customer reported that the probe of the ortho provue analyzer dripped fluid into the reagent vials. The customer indicated that testing could not be initiated as a result of this incident. The customer took the instrument of use. No erroneous results were reported. Probe dip may lead to dilution of sample / reagent, carry over and /or cross contamination and erroneous results which could lead to transfusion of incompatable blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived on site and determined that the connections from the fluidics sys wash/waste tubing were switched with the connector from the wash solution a container, resulting in the probe dip. The fe connected the tubings appropriately to return the instrument to expected operation. The customer has not logged any similar complaints since this incident. Incident is isolated.